Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown medication via an implantable pump for malignant pain and bone. The date of the event was unknown. It was reported the pump was removed due to hurting her too much and it was not doing her any good. The date and cause of the event, troubleshooting/diagnostics, medical history, intrathecal medication, concentration, dose, lot number, therapy dates as well as concomitant drugs and outcome were not reported; additional information has been requested, but was not available as of the date of this report.